Event description:
Consumer questioning the accuracy of the meter. Analysis run on clark error grid using mean avg. Reading (161) as ref. Point vs. Bd readings (150, 154, 60, 280) yielding data points in the c range of the grid, outside acceptable limits.